Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated, the hard drive and the software upgrade were installed during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that they tried to send images to pacs and the 9900 system had a corrupt file error. The file was deleted and that deleted the images of the pt. No pt injury was reported.